Event description:
It was reported that the relief pressure did not increase when parapac plus was used on a pediatric patient at the low flow setting. After having the parapac plus investigated it was determined that the problem was most likely on the circuit side. The event occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received. Per visual inspection, no abnormality related to the reported event was confirmed on the product's appearance. Per functional testing, when the product is connected to the parapac plus and the test lung is connected to the patient valve of the product, when the ventilation volume setting of the parapac plus is operated at the minimum 70ml or a value close to it, the pressure inside the patient circuit/airway, the pressure on the pressure gauge does not rise. The complaint was complaint/duplicated. A root cause could not be identified, and the issue was reported to the supplier. The device history record (DHR) is at the supplier and not readily available for review.